Event description:
To date no additional patient or event details has been received.

Manufacturer narrative:
H.4: correction to device manufacture date from 06/05/2018 to 06/18/2018. The product was manufactured under product specification. A batch record review was conducted resulting in the following: urinary catheter in question was manufactured under system application and products material identification 1718756 and manufacturing lot number 8f03049 in c2. The product was packed on packaging machine p009 according to the instruction for packing. Lot number 8f03049 was sterilized. During in- process inspection test with focus on catheters squeezed in welding is carried out according to testing method 437 visual inspection of welding catheters in peel pack: the procedure was reviewed. Review of the device history records showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled. No nonconformity related to the issue reported had been registered during the packaging process of the mentioned lot. Photographs, have been received for this complaint, which were evaluated in accordance with work instruction 0359. The sample did not meet specification. The catheter part has been caught in the peel pack welding lengthways. The issue was investigated within a non-conformance event. The investigation associated with related non-conformance event has been approved and is complete. Five most probable root causes were identified during the investigation and will be addressed in corrective/preventative action (CAPA) plan. Rc1: cavity is not spacious enough to compensate small deviations in shape. Rc2: not defined storing of the catheters in boxes ¿ there is definition in procedure for correct catheters storing in boxes. In production date of complained catheters there was effective procedure, with no exactly definition of catheters storing. Rc3: not proper method defined in the procedure. Rc4: any machine detection for catheter placement. Rc5: any machine detection for catheter squeezing in weld. The root causes will be addressed within the corrective/preventative action (CAPA). This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 3005778470.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported "the catheter is caught in the perimeter of the primary pouch. The catheter is crushed and the user cannot use it." A photograph depicting the reported complaint issue was provided by the complainant. No harm reported.